Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental MDR will be filed.

Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.